Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues found. The keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient's mom/reporter claimed that the patient's blood glucose was elevated from 250 to 500 mg/dl on (B)(6) 2011 while she had keypad button issues. The patient did not have any symptoms or medical intervention due to the alleged issue. During troubleshooting, the animas representative assessed the patient's alleged high blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infection such redness or blood. There was no sign of a kink or bending of the cannula at the infusion site. There was no change in the patient's activity, health, diet or medication. However, the patient claimed that the keypad issue prevented her from entering some bolus insulin doses. Reportedly, she thought she took bolus insulin in the morning with the pressing of the keypad button, but the pump history did not show any record of the bolus dose she took. This complaint is being reported because the patient allegedly was hyperglycemic after she had keypad issues and was not able to take her bolus insulin accordingly.